Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe had scale marking issues. The following information was provided by the initial reporter, translated from french: "poor printing of volumetric graduations on syringes used in particular in production units (cytostatic reconstitution unit, radiopharmacy)".

Manufacturer narrative:
H.6. Investigation summary: twenty-four 1ml luer-lock samples were received along with 3ml luer-lock samples. Multiple attempts have been made to obtained information regarding to 1ml luer-lock product defect without success. However, based on sample evaluation, sixteen samples have a hairline ink ring observed below 1.0ml scale marking outside of the print area. The condition observed is acceptable per product specification. Since no reported complaint condition were received from the customer; a potential root cause could not be defined, and corrective actions cannot be determined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had scale marking issues. The following information was provided by the initial reporter, translated from french: "poor printing of volumetric graduations on syringes used in particular in production units (cytostatic reconstitution unit, radiopharmacy)."